Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the complaint. The returned handpiece was tested by manufacturing personnel. The handpiece failed for sound quality, cut quality, cut time, and free speed test requirements. Quality personnel then investigated the handpiece. Maximum temperature of the handpiece while free running was recorded at 24.7°c. Per iso 13732-1, a 24.7°c temperature does not qualify as a burn regardless of the contact period. As received, the cap button was stuck in the downward position. This is most likely due to a buildup of debris which caused the cap to stick in the downward position causing contact between cap plunger and set pusher. Significant wear was seen on the inside surface of the plunger that faces the pusher and on the pusher itself. This indicates contact between these two surfaces at high rotational speeds which could have led to friction and the heat described in the original complaint. Significant debris was also observed within the cap and head cavities and set components. The combination of debris and friction between parts is most likely responsible for the customer complaint. In addition, all components looked dry with no sign of lubrication.

Event description:
In this event a doctor reported that a tradition pb overheated. There was no injury or intervention.